Event description:
It was reported by a non-medical professional that the patient underwent an l5-s1 fusion with implant of rhbmp-2 and interbody cage. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, patient underwent following procedure: l5-s1 anterior discectomy and fusion with cage and screws, and bmp; posterior right l5-s1 recurrent microdiscectomy and nerve root decompression; l5-s1 posterior fusion with plate and screw segmental fixation; pre-op and post-op diagnosis: recurrent right l5-s1 disc herniation and foraminal stenosis; l5-s1 degenerative disc disease. As perop notes: ".. A 13mm cage was impacted into the disc space with large volume of bmp inside the cage and around the cage.. No complications were reported.."